Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013 . On an unknown date it was noted there was perforation. The filter was noted to have migrated. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2013 . On an unknown date it was noted there was perforation. The filter was noted to have migrated. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient had a CT of their abdomen. The imaging showed that there is a greenfield type ivc filter in place. The filter extends across the level of the renal veins with the tip in the suprarenal ivc. Tip of the anchoring struts far laterally on the right extend slightly beyond the vessel wall. There is not tilting of the device. There is no evidence of ivc stenosis.